Manufacturer narrative:
Retained samples of the concerned lot of model fstf have been inspected visually. All inspected samples were found to perform within limits. We also have reviewed the production history records for the concerned lot number. Neither the involved device nor samples of the same lot number retained by the customer have been made available for a further investigation. We have requested several times a filled in questionaire, further information and customer samples but have received none. On february 14th, 2025 we have been informed that [translated from german to english language] "the senior physician acknowledged the response [gel and foam ingedients relating to peg], thanked him for the information and did not comment further. From the customer's perspective, I consider the matter closed." It is unclear what might have cause the customer problem however we assume that the patient condition has probably caused or contributed to the event. We therefore close the investigation.

Event description:
On january 31st, 2025, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes ref 1900000405 (model fstf) had been used at an unknown user site in germany. The initial reporter informed leonhard lang about a patient incident. It was stated [translated from german to english language]: "we had an incident in the operating theater today with a patient who is highly sensitized to macrogol - it has been proven that she has required intensive care several times. The procedure was well planned, all substances used were tested in advance. After the procedure (electrodes from your company [leonhard lang] stuck for about 30 minutes without reaction), an urticarial border appeared when the ECG electrodes were removed and the patient became hoarse. The symptoms quickly resolved with steroids and antihistamines. She had experienced a similar reaction to unidentified electrodes and a pe foam plaster at the cardiologist's." On february 2nd, 2025 we have been informed [translated from german to english language]: "the redness was underneath the adhesive surface of the electrodes. It cannot be stated with certainty whether there was also a reaction underneath the gel sponge. Unfortunately, no photos were taken. No further information was available no further details have been disclosed despite of repeated requests.